Event description:
Customer reported receiving a false low reservoir alarm. Customer stated that there was plenty of insulin in the reservoir. Customer also mentioned a failed battery test. Troubleshooting was performed and a damaged and corroded battery compartment was noted. Customer's current blood glucose reading is 184 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.